Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained form the customer. Samples from the customer were only recently received and the evaluation of records and samples is under way. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
Customer states the tubes are overfilling. Customer is a long time user. Tubes are being used in various parts of the country. It is suspected that high altitude tubes were substituted for regular coag tubes by their distributor.

Manufacturer narrative:
Received 1rk 454323/b20093u9 for evaluation. Received customer pictures. No samples of batches b20103eh and b20083xp were received.. These portions of the complaint cannot be determined. We have no further inventory of the material/batches. We have no further complaints on the material/batches. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Samples were tested, according to gbo standard testing procedures, with regards to draw volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within manufacturing specifications. The complaint could not be duplicated. Material 454323 is a high altitude tube. High altitude 3.2% sodium citrate tubes with increased vacuum are available for sites located 5,000 feet or more above sea level. The customer could not clarify where the sites in various parts of the country' were located at which the overfilled claims were originating. These high altitude tubes may not be being used appropriately.